Event description:
Medtronic received information that 16 years post implant of this 30mm mitral annuloplasty ring, it was explanted and replaced with a 31mm bioprosthetic valve. The reason for the replacement was not reported. No additional adverse patient effects were reported. Additional information was received which stated that the reason for replacement was recurrent severe symptomatic mitral regurgitation (mr) and mildly reduced ejection fraction (ef). It was reported that the patient required three defibrillations and two units of platelets following replacement of the ring. It was further reported that there was ongoing bleeding with a retained hemothorax post procedure on the same day. It was noted that during the mitral valve replacement procedure that day that the patient had extensive pulmonary adhesiolysis. It was stated that there was two bleeding sites from the apex of lung and chest from adhesiolysis. A reopening of the recent thoracotomy, evacuation of the retained hemothorax and washout of pleural spaces was performed. It was stated that a significant amount of retained clot was evacuated from the right pleural space. It was noted that pledgeted repair of pulmonary bleeding at the apex of lung and cautery hemostasis of the chest wall in two locations was also performed during this procedure. Anintra-operative echocardiogram showed that the mitral valve was well seated and still working well. It was also indicated that a permanent pacemaker was subsequently implanted in the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.